Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer was contacted in regard to an allegation of black particles. The patient stated he experienced black particles on his white pillowcase after using his CPAP each night. The patient originally stated that there were no visible particles in his mask, hose or humidifier. Patient denied any allegations of harm but states he probably has been breathing in whatever these particles are. The patient contacted the manufacturer (B)(6) 2023 and confirmed that the back particles were coming from sleep mask not the device. This device was previously evaluated in regard to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The device passed the final test. Noted in ra (B)(4). The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on 10/26/2023 and h11 is updated as: the manufacturer was contacted in regard to an allegation of black particles. The patient stated he experienced black particles on his white pillowcase after using his CPAP each night. The patient originally stated that there were no visible particles in his mask, hose or humidifier. Patient denied any allegations of harm but states he probably has been breathing in whatever these particles are. The patient contacted the manufacturer (B)(6) 2023 and confirmed that the back particles were coming from sleep mask not the device. This device was previously evaluated in regard to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The device passed the final test. Noted in ra 309975889. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h6 updated in this report.

Manufacturer narrative:
The manufacturer was contacted in regard to an allegation of black particles. The patient stated he experienced black particles on his white pillowcase after using his CPAP each night. The patient originally stated that there were no visible particles in his mask, hose or humidifier. Patient denied any allegations of harm but states he probably has been breathing in whatever these particles are. The patient contacted the manufacturer 10/04/2023 and confirmed that the back particles were coming from sleep mask not the device. The device was returned to the manufacturer's service center for further evaluation. During the evaluation of the device at the manufacturer service centre, the device was visually inspected and found no evidence of foam degradation. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer service centre. There was 0 error code found. The manufacturer service center concludes that they couldn't confirm the customer's allegation and there were no visible foam degradation and unit passed final tests. Box g was updated. Box h: evaluation method code, evaluation results code, component code grid and conclusion code grid has been updated.